Event description:
Reporter stated that he rec'd a blood glucose reading of 166 mg/dl, immediately retested, using a different fingerstick, resulting in a blood glucose reading of 320 mg/dl. Reporter was experiencing symptoms of sweating but stated that he could not tell if he felt high or low. Reporter also states that he was put on rezulin on 2/11/99. Reporter is not on an oral or insulin prescription. Follow-up on 2/15/99 testing results with new control solution and teststrips and the results were 138, 126, a32 (96-144) mg/dl.